Event description:
It was reported that the pump was programmed on (B)(6) 2013 the patient became ¿deathly ill,¿ he threw up for 18 hours until he could get to his doctor. He said he got too much medication. The reporter said that ¿there should be a way for patients to turn off therapy off in an emergency.¿ it was noted that the pump had been adjusted twice since the first session. The patient reported feeling ¿nauseous¿ at 6 in the morning. The device system was used to infuse morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).